Event description:
On (B)(6) 2022, the reporter claimed that this test was inaccurate. The nasal swab is flimsy and may be contributing to inaccuracy of the test. He/she looked at this test and compared it to other brands. Another brand tested positive (also confirmed by pcr), while this one was negative (x2 test). He/she claims that he/she will never use it again, and he/she said he/she needs others to know that this test is not accurate. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.).